Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at 7.7 mg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred (B)(6) 2018 during normal use. It was reported the pump was not delivering medication correctly. The pump was replaced on (B)(6) 2018 and would be returned. It was noted the patient experienced withdrawal symptoms. A dye study (date unknown) confirmed the catheter was fine and the doctor assumed the pump ¿was bad.¿ there were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was (B)(6) and the patient¿s medical history was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump and catheter were returned, and analysis found corrosion wear on the motor o-ring for gear number three and damage to the transition tube. Concomitant medical products: product ID: 8780, serial# (B)(4), explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.